Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016 (year valid), patient underwent surgery at level c6-7 due to pre-op diagnosis: stenosis at c6-7 along with bone spurs. Two stainless steel metal plates were installed where the bottom plate was parallel with shoulder but the top plate is at an angle of 15 degrees. Due to the malposition of cervical disc device, patient is unable to go more than 4 "pt' sessions due to the increase in pain. Allegedly, patient continues to experience pain in the neck area going down the right shoulder to elbow.